Manufacturer narrative:
Returned for eval was an evlt fiber. A visual eval of the disposable device noted the fiber was fractured into two pieces. The customer's reported complaint description is confirmed. A root cause for the complaint description cannot be definitively determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. During the mfg process, the device goes through several aql inspections. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. A review of the angiodynamics complaint system noted on trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported on (B)(6) 2014, a female patient of unknown age presented for an endovenous laser procedure. During preparation of an evlt/pvak procedure the doctor noticed that the fiber appeared to be cracked in the packaging. The device was set aside and the procedure was successfully completed with a new of the same device. There was no harm or injury to the patient as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.